Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging an error 1 message issue with his onetouch ultramini meter. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began on (B)(6) 2012 at 7pm. As part of the patient's diabetes regimen, the patient claimed he is on an insulin pump. Due to the alleged issue, the patient claimed he responded to eating less food/drink on (B)(6) 2012 at 10am. It was noted by the cca, that 3 hours after the alleged issue began, the patient claimed he developed symptoms of high blood sugar, but denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter. The alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and allegedly reported having symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/06/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was found to have a defective u6 eprom. After pa replaced u6, the reported meter issue was resolved. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.